Event description:
Customer reported the screen had a smudge inside the case. Customer notices a black spot when the back light is turned on. Customer stated the area was above the esc key and goes in a critical line across the entire screen. Customer's blood glucose was 148 mg/dl. The device was not dropped nor bumped. Customer was advised to discontinue use of the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with black shadow on the display due to pcb on the lcd board. Insulin pump passed self-test and no missing segments noted during test. No cosmetic damage noted during physical inspection.